Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2013) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d1, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6b, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient underwent revision surgery on (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with implant of ventralex mesh. Per operative notes, ¿in the infraumbilical area, the umbilical fascial defect was noted and dissected free. A medium sized ventralex mesh was placed over the defect and anterior leaflet of the mesh was secured to the anterior rectus fascia with sutures. The umbilical skin was tacked down and secured with sutures.¿. On (B)(6) 2018 - patient was diagnosed with abdominal pain thereby underwent laparoscopic repair with removal of old mesh. Per operative notes, ¿in the periumbilical area, adhesions of omentum and loop of bowel adherent to the umbilicus and old mesh was taken down. The old mesh was dissected free, excised and removed from the abdomen. The area was scarred and no obvious hernia was noted, the abdomen was closed and fascial defect was closed with sutures.¿. In 2020 - patient had hernia repair. There is no operative note provided for this procedure in medical records.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient underwent revision surgery on (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.